Manufacturer narrative:
The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly.  If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This is report 4 of 6 for the same event. It was reported from (B)(6) that during device testing, the power module devices were found to fall out of six battery handpieces. It was further reported that the decks on the devices were able to be opened without applying too much force after turning it to lock. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was not reported, however it was noted that the event occurred in 2017. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During repair, it was determined that the bar inside the housing which locked the lid was broken off, the housing was oval and leaky, the front plate was discolored and the anodizing was partly missing, the pick-up coupling started to rust and the yellow marking ring on disconnect sleeve labelled was discolored. After the pre-test the device was disassembled and it was found that the spiral bevel gear had tempering colors changing from brownish to a dark blue due to overheating and the seals inside of the housing were worn. The device also failed pretest for general condition, check for leakage, check for roundness and check fitting of the lids. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to wear from normal use and servicing. If additional information should become available, a supplemental medwatch will be submitted accordingly.